Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient presented with unstable hip. Surgeon removed all components except the shell. Placed a 36e liner and zimmer revision stem. Done elsewhere, no op notes or records.